Manufacturer narrative:
Evaluation summary: this report is based on information provided by the complaint tracking system. The product sample was not returned to the medtronic laboratory; however, a picture was provided by the customer for analysis. The sample did not meet specification. The customer reported the capsule failed to transmit. The reported condition was confirmed. According to the picture the investigation could not determine the cause of the failure. The investigation could not determine a root cause or a probable root cause for the customer's report based on the information provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to transmit. After deployment of the capsule, study started, and it was working okay. The patient came back and mentioned they that noticed the red blinking light on the receiver, that's when they uploaded the data and it did not show the whole test. The patient did repeat the procedure on a different day and it was successful. There was no patient harm.